Event description:
During repair for donation, the service technician found the tps universal driver to be running without user activation when the cable was moved. There was no patient involvement, and no adverse consequences were reported.